Event description:
Revision surgery - due to instability.

Manufacturer narrative:
The reason for this revision surgery was to alleviate patient joint instability after 5.6 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). Information was not provided that definitively identified the reason for the instability or its root cause. The event is deemed to be non-product related as there is no information indicating a product failure. There are no indications of a product or process issue affecting implant safety or effectiveness.